Event description:
Patient representative on behalf of patient reported plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: plaintiff first learned of potential recalls involving breast implants generally. Plaintiff suffered injuries and damages including, but not limited to, soft tissue pain, headaches, migraines, vomiting, joint pain, abnormal fluid pocket with inflammation, and emotional distress associated with increased risk of cancer and the prophylactic treatment they would have to endure. Joint pain, headache, and vomiting are not device related. Affected side is right. The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "abnormal fluid pocket with inflammation".